Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant procedure of this 26 millimeter (mm) transcatheter bioprosthetic valve, the valve was successfully implanted. When the pigtail catheter was removed from behind the valve, this transcatheter valve dislodged and ¿embolized aortic¿. As reported, the non-medtronic pigtail catheter was believed to have caused the valve dislodgement. As reported, it was believed that the 26 mm valve caused an aortic dissection at above the sinotubular junction (stj). No treatment was required for the dissection. This 26mm valve was left implanted in the ascending aorta. Subsequently, a non-medtronic 26mm transcatheter valve was implanted in the aortic position. The patient was recovering. No additional adverse patient effects were reported.